Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, the device presented with a battery voltage of 2.5v and last max charge at 22 sec. The physician decided to do capacitor maintenance and the charge time was 28 seconds. The device was explanted and replaced.